Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). For serial number (B)(4) review of the most recent repair record determined that the cutter failed to produce a complete cut. The cutter was returned and the customer was made aware that the cutter did not meet acceptance criteria and resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the skin wasn't meshed correctly while using the damaged 1:5 cutter. It occurred during testing. Investigation found the cutter did not pass the cut test. No adverse event was reported as a result of this malfunction.